Manufacturer narrative:
Concomitant product:: pb1016 transcatheter valve, implant: (B)(6) 2015, hc105-18 tissue valve implant: (B)(6) 2004, hc10514 tissue valve, implant: (B)(6) 1996.

Event description:
It was reported that the right atrial (ra) lead experienced an issue during a routine device exchange procedure of an implantable pulse generator (ipg). It was noted the right atrial (ra) lead experienced no capture, unstable thresholds and high impedance when programmed in the bipolar mode. The lead was connected to a pacing system analyzer and the lead experienced some high impedance measurements at times when programmed as unipolar which were suspect of an inner coil issue. Attempts to place a new atrial lead were unsuccessful due to patient anatomy. The existing right atrial (ra) lead was connected to the new ipg and the lead was programmed as unipolar. Performance of the lead was deemed acceptable while connected to the new device and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.